Event description:
Today a hosp had an issue with the priming bag of a custom ECMO pack. The hosp has had 3 occasions where the bag was found to be leaking on a previously primed bag.

Manufacturer narrative:
An evaluation of the returned components confirmed the reported leak in the priming bag. The mfg site for this component has been notified and is investigating the issue to prevent future occurrences. (B)(4).